Event description:
It was reported that shaft break occurred. Upon attempting to deliver a 3.50mm x 20mm veriflex¿ stent into the guide catheter, the shaft of the stent delivery system (sds) was kinked. The physician immediately removed the device from the body and it was noted that the sds broke in two pieces. The procedure was completed with a 3.5x28mm veriflex¿ stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of 73.5cm of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The hypotube was separated 73.5cm from the tip. The fracture faces were oval as if kinked prior to separation. The fracture face was oval as if kinked prior to separation. The proximal end of the sds was not returned. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient's status was fine.